Event description:
Allegedly the patient was revised due to the following mom complications: metallic debris and/or loosened from acetabulum; pain; decreased mobility.

Manufacturer narrative:
Additional information received: updates to product and lot information, implanting physician and facility information.

Event description:
Additional information received from wright medical legal on 3010536692-2018-00652-1 2020: update to product and lot information, surgeon name, hospital information.